Manufacturer narrative:
The reagent lot number information was not provided. The field service engineer (fse) inspected the instrument and found a broken rinse tube. The defective rinse tube was replaced, and the instrument was confirmed to be working within specification. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable hba1c assay result for a patient sample tested on the cobas 6000 c501 module. The initial result was 9.6%. The repeat result was 6.7%.